Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 48 stent delivery system was returned for analysis. Examination of the stent identified stent damage. The stent strut at the distal end of the stent was lifted from the crimped stent position and pulled distally. The stent showed no signs of movement and was set between the proximal and distal markerbands. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a kink located 27.8cm distally from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. Examination of the tip found tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-nov-2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Following pre-dilation, a 3.00 x 48mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and patient status was fine. However, returned device analysis revealed stent damage.